Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert coming from the implantable cardioverter defibrillator (ICD). Later that afternoon, the device was interrogated and short v-v intervals, non-sustained episodes, high/undefined pacing impedance were noted. The sensing portion of the right ventricular (rv) lead was suspected to be fractured. Reprogramming was performed to turn off detections and the patient was provided with a lifevest. A lead replacement procedure was scheduled. No patient complications have been reported as a result of this event.